Event description:
It was reported that there was a signal artifact on the left ventricular (lv) lead channel of this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) analyzed presenting electrogram (egm) and found that there was a single artifact on the lv channel and oversensing of the artifact along with intermittent loss of capture (loc). This patient's lv lead is a non-boston scientific product. Ts provided troubleshooting and recommended possible programming options. Health care professional (hcp) noted that this patient will be further monitored by the clinic. No adverse patient effects were reported. Currently, this crt-d remains in service.